Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported intermittent ultrafiltration (uf) issues with the 2008k2 hemodialysis (hd) machines at their facility. The biomedical technician initially informed fresenius technical support of an inconsistently occurring intermittent uf issue, where the ultrafiltration goal will revert to the system default of 3000 milliliters (ml) while the patient is undergoing their hd treatment. The exact time into treatment that the change to the uf goal occurs is not known. Additional information was provided by the user facility which revealed that the nurses at the user facility are all trained on how to input the uf goal by the same person. The nursing team further clarified the uf issues by stating that at random times during a patient¿s hd therapy, a machine will revert back to the default goal of 3000 ml. This submission provides the details for a single occurrence of the reported ultrafiltration goal reverting to the machine defined default. At an unknown point during the patient¿s hd therapy, the machine reportedly reverted to the default uf goal of 3000 ml. No serious patient adverse effects were identified which relate to this specific occurrence. The patient completed the hd therapy on this machine. Although requested, no additional information has been made available. No parts have been made available to the manufacturer for evaluation. A fresenius regional equipment specialist (res) is scheduled to perform an on-site evaluation.

Manufacturer narrative:
Manufacturer investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up was received which revealed that the biomed brought the machine up in conductivity and then performed functional testing. The biomed calibrated, and then verified the uf pump calibration. A simulated treatment was performed for 1 hour and 30 minutes; no issues were identified. Functional testing performed by the biomed confirmed the system was operating properly. It is not currently known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Prior to the initiation of the hd treatment, the uf goal was set to 4500 milliliters (ml). Follow-up was received which revealed that 3900 ml of fluid was removed from the patient. No patient adverse effects were experienced which relate to this specific occurrence. Following this event, the 2008k2 hemodialysis (hd) machine was removed from service for evaluation. The biomed brought the machine up in conductivity and then performed functional testing. The biomed calibrated, and then verified the uf pump calibration. A simulated treatment was performed for 1 hour and 30 minutes; no issues were identified. Functional testing performed by the biomed confirmed the system was operating properly. No parts are available to be returned to the manufacturer for evaluation.